Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the probe broke off due to a stress problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical device exhibited the probe was broken off. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h9. H9 on the initial medwatch should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h7/h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received.